Event description:
It was reported patient underwent a hip revision procedure on (B)(6) 2013 of competitor product. Subsequently, patient was further revised on (B)(6) 2013 due to a loose acetabular cup. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."